Event description:
Per oos, this lead was repositioned several times, but would not remain in place. The physician felt that a pre-formed j lead would perform better, so the lead was replaced with a selox jt 45, (B) (4).